Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The communication errors were confirmed and replicated. The universal surgical manipulator (usm) was found having a maxis error on axes controller module (acm) confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test was found to be failing on the parallelogram fiber and triggering the error 31226 communication code. Once testing was completed, the parallelogram was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the parallelogram fiber is found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that a recoverable fault was observed. The system disabled universal surgical manipulator (usm) arm 4; however, the customer added usm arm 4 back on and was continuing with the procedure. The customer will power cycle the system after the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.